Event description:
Pt underwent left total hip arthroplasty due to mechanical failure of acetabular component. Pathology report of this device revealed the following information: 2x2 cm semicircular silver metallic ball joint. Also rec'd in pathology: 4x7 cm semicircular ball joint device.